Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Upon a fitting on (B)(6) 2017, it was not possible to have sufficient loudness and adequate speech understanding for the patient. The patient underwent a revision surgery to see if sealing with muscle would help. During the surgery, the surgeon cut the reference electrode by accident. The device was then explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to facial nerve stimulation. The observed facial nerve stimulation is a known postoperative undesired side effect, that is possibly due to a device unrelated reason. The recipient underwent a revision surgery during which the reference electrode was inadvertently cut. The recipient has been reimplanted and is doing well with the new device. This is a final report.

Event description:
Upon a fitting on (B)(6), 2017, the patient reported unsatisfactory hearing with the device. Fitting parameters for good hearing and speech perception could not be applied due to facial nerve stimulation. Maps created to avoid facial nerve stimulation did not provide any hearing benefit to the patient. 5 channels were disabled. It is unknown when the fns started. The patient underwent a revision surgery on (B)(6) 2017 to see if sealing with muscle would help. During the surgery, the surgeon inadvertently cut the reference electrode by accident. The device was then re-implanted. The patient is doing well with the new device. At the initial activation no fns was present. Channel 12 was deactivated due to the lack of auditory sensation. The patient had word recognition.

Manufacturer narrative:
Additional information: according to the information received, the patient reported unsatisfactory hearing due to facial nerve stimulation. Reportedly, it was not possible to create a map that could both avoid facial nerve stimulation and provide adequate speech understanding. Therefore, the patient underwent a revision surgery during which the reference electrode was inadvertently cut. In situ measurements prior to the revision surgery showed the implant to be working within specification and a CT scan indicated full insertion of the electrode. The concerned device was explanted and the patient was re-implanted. The device is currently still in the clinic.

Event description:
Upon a fitting on (B)(6) 2017, the patient reported unsatisfactory hearing with the device. Fitting parameters for good hearing and speech perception could not be applied due to facial nerve stimulation. Maps created where facial nerve stimulation was avoided no longer provided any hearing benefit to the patient. 5 channels were disabled. It is unknown when the fns started. The patient underwent a revision surgery to see if sealing with muscle would help. During the surgery, the surgeon cut the reference electrode by accident. The device was then explanted. The patient is being treated medically with injections for eye twitching on the right (implanted) side. It is unknown when this treatment started. The patient is doing well with the new device. At the initial activation no fns was present. Channel 12 was deactivated due to lack of auditory sensation. The patient had word recognition. The device is still with the clinic.